Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the received picture was reviewed and the breakage of the driving cap can be confirmed. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device history lot part: 03.010.523, lot: 2l99751, manufacturing site: bettlach, release to warehouse date: 17. Apr. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device insert-handle radioluc fem recon nail (part# 03.033.001, lot# 2l14057, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a product investigation was conducted. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The remaining thread flank is totally flattened, the black coating is not present anymore at the damage. The fragment of the threaded part is still stuck in the also received insertion handle and cannot be removed. In general, is the driving cap in a very used condition, there are numerous hammer marks on top. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damage at the last thread flank and as the fragment cannot be removed from the insertion handle. According to the manufacturing documents did the m8 thread of this lot pass all inspection steps during manufacturing without any deviations. Drawing/specification review: the review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used, and that the hardness was within the specification of 423 - 468 hv10 per drawing se_380067_k. The expert lfn surgical technique 036.000.392 dsem/trm/0615/0414(1) 09/16 was reviewed. The driving cap 03.010.523 is used for nail insertion, the surgical technique states on page 23: if necessary, use light hammer blows to insert the nail. On page 46 the implant removal is described, for the removal of the nail the extraction screw, for tibial and femoral nails 03.010.000 is used. Summary: the complaint is confirmed as the driving cap is broken as complained. There is no indication that a design or manufacturing issue contributed to the complaint. Due to the condition of the device we have to assume that high forces (like mentioned in the complaint description), most likely by a lateral hit onto the instrument, did lead to the breakage of the threaded part. In this relation following statement of the surgical technique (036.000.392 dsem/trm/0615/0414(1) 09/16) on page 46 : "if necessary, use light hammer blows to insert the nail." Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an opened reduction internal fixation (orif) femoral nail insertion of right femur procedure on (B)(6) 2019, the screw of driving cap broke in the insertion handle when surgeon was putting nail into the patient. Surgeon needed to put high force by using 11/440 mm sized nail, which led to breakage driving cap screw. The broken part of driving cap cannot removed from insertion handle. The actual operation time was 1.5 hours longer than normal. However, the operation was completed using the damaged driving cap and insertion handle. No other medical intervention required. Patient outcome is reported as good. Concomitant device reported: insert-handle radiolucent fem recon nail (part#: (B)(4), lot#: unknown, quantity#: 1); unknown nail (part#: unknown, lot#: unknown, quantity#: 1). This report is for one (1) driving cap/ threaded. This is report 1 of 1 for complaint (B)(4).